Event description:
Recurring problem with bags breaking when spiked. The port breaks of between port and tubing connected to the bag. Over the past few months this has happened approx 6 times. Rptr's estimated tpn volume is about 150 bags per month.